Event description:
On 13-feb-2026, it was reported by a distributor via (B)(4) that a qty. 7 of ar-7250 fiberwire #0, a qty. 5 of ar-7200 fiberwire #2, a qty. 1 of ar-7535 fiberlink suture tape were being cut by an ar-12990n scorpion needle during a meniscal root repair procedure. Another ar-12990n needle was opened but continued to cut the sutures. An ar-4068-90 suture lasso was then used as an alternative to try and pass the sutures through tissue but was also unsuccessful. The case was completed successfully with a shoulder scorpion. No patient harm was reported, and no pieces broke off inside the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.